Event description:
Customer reported the tubing came loose. Customer stated he could smell insulin and experienced an elevated blood glucose reading of 410 mg/dl; was able to self-treat. Customer attributed the elevated glucose level to the leak in the system. Infusion set was discarded. No adverse event reported. No product will be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.